Event description:
Pt underwent implantation of a smith and nephews promos shoulder implant by another surgeon on (B)(6) 2008. The pt was referred to me after fracturing the coupling screw leading to dissociation between head and stem. Based on outside records, it appears this occurred / was recognized in (B)(6) 2010. The pt required revision shoulder replacement surgery on (B)(6) 2010 to remove the humeral implant and also to perform glenoid replacement - conversion of failed humeral head replacement to total shoulder replacement-. This represents the third case of such coupling screw failure in two pts, both currently under my care. Promos inclination set failed by (B)(6) 2010. It was placed by another surgeon along with a cementless humeral replacement. The parts implanted -and explanted- along with the inclination set include: humeral stem cementless lot 0604.02.0689; promos body (B)(4); promos humera head (B)(4).